Manufacturer narrative:
The surgical patty (ID (B)(4)) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, a probable root cause for the reported complaint is due to operator error. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. There is currently an open corrective and preventative action (CAPA) for the patties/strips product family related to x-ray polymer issues, string issues and incorrect count.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a miscount in a surgical patty pack (ID 245431). There were 11 cottonoids instead of 10. No patient injury reported.